Event description:
Nurse informed sales rep that just before end point, the instrument does not push anymore. U-blad was inserted manually and time of operation did not get longer. Everything was done according to the manual. This happened in many operations. The last pt was old and had osteoporotic bones.

Manufacturer narrative:
Na.